Event description:
The customer states that when processing pediatric samples using the architect c8000 analyzer that lower than expected results for sodium are obtained. It was also noticed that this issue is occurring when the previous sample has generated an aspiration error. One example of data was provided: initial sodium result was 107 mmol/l and repeated as 137 mmol/l. No adverse outcomes were reported due to this issue.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: a clotted sample caused temporary partial obstruction of the sample probe, but the partial obstruction was insufficient to generate aspiration errors. The investigation included a review of complaint information, review of trending analysis for the customer's analyzer and c8000 processing module ln 01g06-01, and a review of product labeling. The customer believes discrepant low sodium results on patient samples were due to incomplete sample aspiration caused by a clot in the previous sample that generated an aspiration error. The customer also stated for pediatric samples they have to visibly check to verify there is sample remaining before they can confidently report results. Therefore, the customer suspects the pressure monitoring / liquid level sense (pm/lls) is not working correctly or adequately on this analyzer. The customer replaced and calibrated the sample probe on (B)(6) 2009, after which no more erratic results have been generated. On (B)(6) 2009, abbott tss verified no more erratic results have been generated since the sample probe was replaced and calibrated. The tss indicates the erratic results were probable due to a partially blocked or damaged sample probe. The customer's complaint history does not include a recurrence of erratic or discrepant results. A review of complaint and trending data did not identify an adverse trend or known issue for the c8000 related to inconsistent or erratic results. The architect system operation's manual provides sufficient information regarding scheduled maintenance, component replacement, sample volume requirements, sample handling, interpreting results, and troubleshooting the customer's issue. Based on the available information, the discrepant low sodium results were probably caused by a partial blockage in the sample probe caused by the clot in the previous sample that generated an aspiration error; the aspiration error generated by the clotted sample indicates the pm is working. However, the subsequent partial blockage was not sufficient to generate a pressure monitoring aspiration error. The operations manual provides sample handling and sample volume requirements and states that errors can occur due to potential operator errors and architect system technology limitations. A deficiency was not identified. This is the final report.